Manufacturer narrative:
This report is submitted on november 26, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced intermittencies with the internal device. Reprogramming attempts were made; however, the issue could not be resolved. Explant and reimplantation is planned but has not taken place at the time of this report.

Manufacturer narrative:
It has since been reported that the patient underwent surgery to explant the device on (B)(6) 2019. It is unknown if the patient was reimplanted with a new device during the same surgery. This report is submitted on february 14, 2019.